Event description:
A report was received that the patient had a localized infection at the pocket site. Patient's symptom includes inflammation at the site. The physician did not believe that the infection was device related, but was unsure if it was procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description:artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.